Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 23-may-2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result of >6 on a 71 year old female patient diagnosis of anti neoplastic chemotherapy, malignant neoplasm of head of pancreas. There was no information at the time of this report. Return product is available for investigation. Method: date: collected: tested results: sample: I-stat, (B)(6) 2025, 09:33, 09:40, >6 mmol/l, a. I-stat, (B)(6) 2025, 10:45, 10:45, 3.1 mmol/l, b. Cobas, (B)(6) 2025, 09:33, 19:30, 3.2 mmol/l, c. At this time, there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-jun-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25071.

Event description:
Na.